Event description:
Ventricular lead thresholds went up from 1 volt at 0.5 milliseconds to 5 volts at 1.5 milliseconds. Under fluoroscopy the lead was not dislodged, however it is likely tissue interference. The patient was brought in for a lead revision on 1-19-15 with successful right ventricular lead revision and lead repositioning.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.